Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states that one of the adjustment pins have rusted and broken while patient was in the shower, there was no harm to the patient.